Event description:
It was reported that patient had a fever and had a swelling. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information was obtained despite of good faith efforts.